Event description:
A malfunction alarm was reported, identified by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and ensured that the pump could be used continuously without the malfunction recurring. The customer was advised to call back if the issue reappeared and confirmed understanding of the guidance provided.